Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown, no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the front panel was bent, the outlet fitting kit was missing and the small knobs/caps were cracked. Functional testing found that the device was able to turn on and pass the self test. Physical impact by the customer was determined to be the most probable root cause. The small knobs were replaced and the front panel was straightened to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that the device was physically damaged. Patient involvement unknown.